Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0216059299, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they were ¿experiencing extremely uncomfortable stimulation from the implant.¿ the patient had the implant for several years and received good benefits with no problems experienced. However, six weeks prior to report, the patient¿s stimulation was increased to uncomfortable levels by mistake when they put new batteries in their patient programmer. The device was turned off at that time. The patient¿s device turned back on the morning of report, with very uncomfortable stimulation, excessive stimulation, and extreme pain experienced. The patient¿s family reported the batteries were not in the patient programmer at that time. It was noted the excessive and uncomfortable stimulation setting was indirectly due to the patient having adjusted their stimulation with the patient programmer. The cause of the patient¿s stimulation turning back on was not determined, however. It was noted there were no new electronic devices that had been recently purchased and the batteries were not in the patient programmer. Emergency medical technicians (emts) were called to take the patient to the emergency department; however, the emts spoke with a manufacturer representative (rep) over the phone upon arrival and were instructed on how to turn off the stimulation after inserting batteries in the programmer. The stimulation was turned off and then the setting was decreased to zero. Once the device was turned off by the emt, the patient reported no pain and the emt left. The rep then explained the situation to the patient and their family and explained how they wanted the patient to operate the implant at a very low and comfortable level. The family was directed to turn the implant back on and increased the stimulation to 0.7 v with no uncomfortable sensation. It was noted however that the patient was ¿still feeling discomfort from the excessive stimulation,¿ so it was decided to stop at that point. Further instruction was given to increase the stimulation later that day until the patient felt a mild sensation only. The issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.